Event description:
The patient was diagnosed with ra lead and rv lead dislocation on (B)(6) 2023 and the leads were repositioned. On (B)(6) 2023, leads were found dislodged again. Another ra and rv lead repositioning was done. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.